Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being both an internal and external blood leak. The leak was visually observed coming out of the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer prior to treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being both an internal and external blood leak. The leak was visually observed coming out of the header cap. The machine, a fresenius 2008t machine, alarmed appropriately with a ¿blood leak¿ alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer prior to treatment. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
After evaluating the complaint file, it has been determined the reported dialyzer leak event was previously captured in MFR report number 1713747-2022-00246. MFR report number 1713747-2022-00297 is considered to be a duplicate reported event and all subsequent correspondence regarding this event will be reported under MFR report number 1713747-2022-00246. No additional information will be provided for MFR report number 1713747-2022-00297.